Event description:
On 03-oct-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 726 mg/dl. Prior to hospitalization, the user experienced prolonged elevated blood glucose while connected to the device despite a supply change being performed. The user was transported to the hospital, treated with intravenous insulin and fluids, hospitalized from (B)(6) 2025 through (B)(6) 2025, and subsequently discharged with the device discontinued.

Manufacturer narrative:
An investigation was conducted through review of available engineering logs and device data synced on 03-oct-2025. The review identified prolonged hyperglycemia preceding hospitalization in the setting of infusion set or tubing issues, with evidence of insulin under delivery despite troubleshooting and a subsequent supply change; no hardware or software malfunction was identified, and device alerts and safety functions operated as designed. Based on the available information, it was concluded that the event was most consistent with insulin under delivery associated with infusion set or tubing issues rather than a confirmed device malfunction. If additional information becomes available or the device is returned for evaluation, further analysis will be performed and a supplemental MDR will be submitted. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.